Event description:
It was reported that the patient received an alert for high hv lead impedance possibly due to a loose connection in the device header. The physician will re-evaluate at the next patient follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.